Event description:
It was reported that the leg of a vena cava filter had allegedly fractured and migrated to the renal artery. The filter leg allegedly perforated the artery approximately 3mm. The pt was asymptomatic and had come in for a scheduled CT of an abdominal mass when the detached leg was discovered. The physician's plan is to leave the device and limb in place. No pt injury.

Manufacturer narrative:
The device history reports could not be reviewed, as the lot number was not provided. The filter was not evaluated, as it remains implanted. The result of the investigation was inconclusive and the root cause is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical technique. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.